Manufacturer narrative:
Sorin group (B)(4) manufactures the s5-roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova received a report that the s5 roller pump displayed the error message "short term internal malfunction, remains operational pump 2" during procedure. The pump was rebooted and used the rest of the case with no other issues. The customer installed a loaner pump and returned the requested pump to livanova (B)(4) for further investigation. According to inspector the reported issue could be reproduced and was caused by a failure of the processor board hkr 0325. The root cause for the failure of this pcb could not be identified. The processor board hkr 0325 was replaced as well as the touch screen (for safety reasons as the display was scratched) and subsequent testing found no further issues. A technical safety inspection was performed successfully and the pump returned to the customer. A root cause investigation (rci 2016-02) has been opened to investigate this type of issue and determine if further corrective actions are necessary. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova deutschland will continue to monitor the market for trends related to this type of issue.